Event description:
In 2008, the sales rep reported on an unk date the pt was complaining of pain and x-rays were done and the results showed two broken screws. The pt underwent a revision surgery on the same day to explant the broken screws. The top portions of both screws were removed. The surgeon did not attempt to remove the remaining shafts of the two screws. The surgeon reinstrumented with another MFR's product.

Manufacturer narrative:
Device mfg date is unk. Investigation pending.